Event description:
Alleged event: physician attempted to clip gall bladder and nothing came out; another one was used with no issues. The patient's condition is reported as fine.

Manufacturer narrative:
The device history record review for the product auto endo5 ml, lot # 01h1300417 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related complaints.